Manufacturer narrative:
H.6. Investigation: customer complaint states that after attempting to install a new ups, upon restart all bottles in bactec fx 441385 sn: (B)(6) were flagged negative, and the date and time had reverted to (B)(6) 2001. Field service engineering went onsite and found the root cause to be a defective clock battery. This is a confirmed failure. The fx system uses parameters such as length of time to determine positivity of a sample. If the date and time reverted back to 2001, this would have "tricked" the system into declaring a negative report as no vials were showing growth within the timespan of 20 years. This is a confirmed complaint. Device history review is not required as this does not allege an early life failure. No sample was returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false negatives. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false negatives."